Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "equipment stopped during a surgery" (device issue). A customer reported the system stopped during surgery. It was reported to have been more aspiration than irrigation. An error message was also reported to have been displayed. Additional info was received: the nursing technician reported that the complaint was more about aspiration than irrigation. As soon as the error code appeared, the system was rebooted, the cassette was changed, and the surgery proceeded. During the reboot, the surgeon maintained the eye pressure with no problems. The tips were reported to have been changed in all surgeries. The handpieces were changed every two procedures and cassettes every five procedures. The customer has been informed that all accessories should be changed for every surgery. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).